Manufacturer narrative:
See MDR 1920664-2010-00024 for the delivery device used with this intraocular lens.

Event description:
The lens was found to be damaged as the lens was implanted in the pt's eye. The incision was enlarged to remove and replace the lens.